Event description:
A thermacool ablation catheter was opened for this procedure. We were unable to connect the catheter to the cable recommended by the company for this particular catheter. We had to open another thermacool catheter, and although the catheter had the right cable connection, but it was not recognized by the computer system. We were not able to use the thermacool ablation catheter as planned and we had to go with a navistar ablation catheter. This problem delayed the procedure about a 1/2 hour and the patient was under anesthesia for a longer period of time. The physician asked us to initiate a report to the catheter company and he was unsatisfied with the company response. The cath lab sensis system had a software upgrade in early december. Four days later, this was the first eps performed since the upgrade occurred. There was a problem with the sensis equipment and the application rep was present attempting to trouble shoot the equipment and the problem. He was unable to find the problem. He and the team contacted the siemens support team to assist with the troubleshooting and they also had difficulty identifying the problem. Eventually the problem was fixed but there still remain issues with the sensis system for eps. Siemens is working the concerns to resolve the issues. If our needs can not be resolved or met by the sensis system another ep system may be required. The catheter's are returned to bioscience webster to have the vendors check the connections. These disposable pieces are the department's responsibility and no further action required by biomed. They found that the catheter cartridges were not the issue, software had been upgraded and had an issue. Siemens service rep troubleshot and fixed the connection issue.